Event description:
A surgeon reported an unexpected postoperative outcome following intraocular lens (iol) implant surgery. He also reported the patient has posterior capsular opacity (pco) and corneal striae is present. The surgeon is considering an iol exchange or implanting a piggyback lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the reporter to properly complete an investigation. Multiple attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).